Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's daughter called to complain that the "lead wire separated and wasn't working right". The lead is still in use. No patient complications have been reported as a result of this event.